Manufacturer narrative:
It was reported that the patient was transferred from a bed by using the maxi twin lift with assistance of two caregivers. In the middle of a transfer the sling leg clip detached from the lift spreader bar. The customer stated that bottom leg clip was not secured properly leading to sling leg clip detached during transfer. The sling clip was designed with a narrow slot to ensure a snug fit onto the spreader bar lug. Also, the mushroom shaped lug on the spreader bar prevents the clip from inadvertent removal. When the tension is present during the transfer there is a downward force on the clips, ensuring the clips remain in the desired location on the lugs. Therefore, the detaching of the sling leg clip in normal condition is unlikely. Considering that the leg clip detached, we concluded that a force in the opposite direction greater than the one applied by the gravity of the person's weight would be required to detach the leg clip. The instruction for use of the maxi twin (04. Kt. 00_15) indicates that: "the products may only be used by appropriately trained caregivers with adequate knowledge of the care environment and its common practices and procedures. "Warning: to avoid the resident falling, make sure that sling clips or loops are securely attached before as well as during the lifting initiation". The passive clip sling (04.sc.00-int1_6) instruction for use indicates: "warning: to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process". The passive sling clip instruction for use (04.sc.00) instructs to : ¿check that the stiffeners are completely inside the stiffener pockets if any.¿ the customer reported that when co-workers came to assist with the fall, they observed that the sling head support stiffeners were not in place and were on the resident's night stand. The transfer was performed by the temporary workers. As no malfunction was found, the most likely cause of the reported clip detachment problem is inadequately trained personnel performing the transfer. Looking at the event it has been established that a floor lift and arjo sling were used for resident handling at the time of the event. The clip detached and from that perspective system did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the sling clip detached during the transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The customer reported that during resident transfer the left leg sling clip detached. As a consequence of the event the resident fell out from the device. The resident sustained fracture to the skull and brain bleed.